Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was brought to the or for a poly exchange and lysis of adhesions due to flexion contracture of a total knee. This is the second of such procedures. An 11mm ps poly was exchanged for a 9mm ps poly.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Damage to the anterior surface of the insert was observed with the locking wire absent, consistent with damage due to explantation. Pitting was observed only on one of the condyle bearing surfaces of the insert. Wear was observed on internal posterior edges of the bearing surface; however no conclusions regarding the significance of the wear can be determined as no information regarding the mating femoral component or tibial baseplate was provided dimensional and functional inspection could not be performed as the device was returned damaged. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was brought to the or for a poly exchange and lysis of adhesions due to flexion contracture of a total knee. This is the second of such procedures. An 11mm ps poly was exchanged for a 9mm ps poly.